Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and the screen was hard to read. The customer blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device received with minor scratches on display window noted. Device passed displacement test and self test.